Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. An sbc (single board computer) upgrade was also performed during the service event along with the associated required pcb assemblies. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze during the boot process. No pt serious injury or death was reported related to this event.